Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple occurrences when the customer received an inaccurate fill estimate. Reportedly, the cartridges were filled with 300 units, and the insulin gauge displayed a fill estimate of over 240 units of insulin. There was no impact to the customer's blood glucose level. The customer changed the supplies on the pump. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting.